Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number. What is physician¿s opinion as to the etiology of or contributing factors to this event. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Onset date/time of the pain from surgery. Location and character of the pain? What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings. If the device was removed, please provide a date and details of the re-operation. What is the patient's current status?

Event description:
It was reported the patient underwent an unknown procedure on unknown date and the mesh was implanted. The patient experienced a mesh erosion with discharge and pain; 1.5 cm mesh erosion to vagina, none to bladder/ urethra. The patient underwent a surgery to remove a mesh. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/07/2018. Additional information was requested, and the following was obtained: date and name of initial surgical procedure- 2008 tvt. The diagnosis and indication for the initial surgical procedure? - stress urinary incontinence. What were current symptoms following the index surgical procedure? Onset date? - had mesh extrusion which was oversewn. Now has pain on intercourse, persistent vaginal discharge, vaginal bleeding. Other relevant patient history/concomitant medications - no. Product code and lot number: - unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event - tvt had eroded into the anterior vaginal wall. The initial approach for the index surgical procedure? - routine vaginal approach. Any concurrent procedure/device implantation? - no. Were there any intra-operative complications? - no . When was the mesh exposure first noted by a physician? -unknown. Mesh exposure symptoms and diagnostic confirmation? -yes on physical examination. Describe any medical/surgical intervention for exposure including dates and surgical findings. Vaginal skin had been oversewn in the past. Eua: 1.5 cm tape eroded out to vagina at mid anterior vaginal wall, over previous site of vaginal incision; with foul smelling discharge around the tape. Tape dissected right up to behind pubic bone entirely in 2 pieces, each from 1 side. No residual tape felt or seen after removal. Onset date/time of the pain from surgery - unknown. Location and character of the pain? -vaginal pain on interourse. What medical intervention was given for the pain management? Results? - none. If reoperation was performed please provide date and surgical findings - removal of tvt tape (B)(6) 2018. Findings as above. If the device was removed, please provide a date and details of the re-operation. - removal of tvt tape (B)(6) 2018. Findings as above. What is the patient's current status? - wound healed well. No vaginal discharge. Developed stress incontinence.